Event description:
An aq2010v silicone three-piece lens would not unfold properly after it was inserted into the patient's eye. The lens was removed with no patient injury, no enlarged incision of sutures. Additional information has been requested from the facility, but no further information has been forthcoming.